Event description:
Additional information provided after initial event was reported: the same sample was tested confirmed positive with another axsym (B)(6) confirmatory reagent (80% neutralization). Additionally, the same sample confirmed with roche modular technique.

Event description:
It was reported by a rn, that a 6900p, 27mm valve was explanted after a 63 month implant duration. Description of event per medwatch states, ¿patient with history of mitral stenosis secondary to rheumatic heart disease, had a mitral valve replacement with carpentier-edwards bovine pericardial mitral valve and CABG x 1 at this hospital in 2004. Workup for complaints of shortness of breath over the last few months revealed severe mitral stenosis with calcification of the patient¿s bioprosthesis; patient was taken to or in 2009 for redo sternotomy, CABG x1, explantation of the bioprosthesis, and mitral valve replacement with #29 mechanical mitral valve. The patient tolerated the surgery well, progressed well postoperatively, and plans are being made for her transfer to a short term rehab facility.¿ no further information was provided.

Manufacturer narrative:
Evaluation summary: heavy calcification is detected in the cusp area of all three leaflets. Calcification is heavy in the free margin of leaflet 2, and moderate in the free margins of leaflets 1 and 3. Calcification restricted mobility in the leaflets and led to stenosis. Moderate host tissue overgrowth encroached onto the tissue outflow and into the orifice, at the greatest distance of approximately 3-4mm. Minimal thin layer of host tissue overgrowth is detected at the tissue inflow. Host tissue overgrowth is minimal to moderate stent inflow and moderate at the stent outflow. The x-ray demonstrates calcification. X-ray. Additional information: the device history record (DHR) review was completed and there was no nonconformance found related to this event. Approximate age of device: 65 months.

Manufacturer narrative:
No product return. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via fax from risk manager of the facility. A device history record review is currently in process.